Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 20 00mcg/ml gablofen at 1634mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had a return of original symptoms and spasticity. The hcp noted that part of the catheter was on top of the pump near the reservoir. It was also noticed that there was a possible hole in the spinal segment near the location of the anchor. It was reported tissue was growing around and into the sutureless pump connector. It was reported that the catheter was examined and replaced. It was reported that the issue had been resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned, and analysis found no anomalies. The catheter was returned, and analysis found a catheter body user related hole. If information is provided in the future, a supplemental report will be issued.